Manufacturer narrative:
The device was used in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found, that there was no evidence, that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe a component failure. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was solved by exchanging the canister. There was no patient harm. There was no delay. The lot number of the canister could not be confirmed.